Event description:
It was reported that during an unknown procedure, as the cartridge was being loading into the device, a small yellow piece of plastic was flowing around the bottom of the sled. A new cartridge was pulled and loaded. No patient impact.

Manufacturer narrative:
(B)(4). Damaged joint cover, premature sled movement the analysis results showed that one reload was returned unfired and with the pan partially detached at left proximal end. Upon further inspection, it was noted that 1 double driver was out of position and 5 drivers were missing, making the reload non-functional. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that all staple drivers are present prior to shipment. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.